Manufacturer narrative:
As a correction, the epiq display articulation arm was replaced to resolve the issue. A thorough investigation was performed to determine the cause of the reported problem. It was concluded that at some point, the system was subjected to extreme vibration, which caused the screw holding joint 5 to become loose. This loosening led to a failure in the joint, ultimately resulting in the failure of the articulating display arm. The system has returned to service with no similar issues reported post repair.

Event description:
It was reported there was detachment of the epiq 7 ultrasound system display articulation arm during transport within the customer¿s facility. The philips field service engineer replaced the display articulation arm to resolve the customer¿s immediate concerns. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.